Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue and replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm issue was confirmed and replicated. The unit was tested on an in-house system and triggered no errors. The unit was also tested on the psc fixture test platform (pftp) and failed the fiber tests. Upon further investigation, there was no fluid intrusion or physical damage. The usm fiber power trend shows all fibers failing. A log review showed multiple errors.

Event description:
It was reported that during a da vinci-assisted ventral hernia tapp surgical procedure, the customer reported repeated recoverable faults. The customer stated that they were able to continue but wanted to know what was causing the errors. The intuitive surgical, inc. (Isi) technical service engineer (tse) viewed system event logs and noted recoverable faults on usm 4. The customer stated that the arm was not in use. The tse recommended moving arm 4 out of the way to put it to sleep. The customer stated they have 2 more cases and the tse recommended using arms 2,3, and 4. The procedure was completing as planned with no reported injury.